Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage. The customer's blood glucose reading was 181 mg/dl. The customer stated that the top part of the reservoir came apart. The customer mentioned that 250 units of insulin came out of the reservoir. The reservoir was returned for analysis.